Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the screen getting dim on the insulin pump. Customer's mother does not want a loaner pump. Customer's mother stated that the pump they have now is still working. No further assistance needed.